Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A single use loading unit (sulu) was received. Visual inspection of the sulu cartridge noted that a full staple complement was present. Functionally, the clinical instrument was used for functional testing and sulu were applied to test media with proper staple formation. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, while doing bowel anastomosis the device was used but it did not fire. Another device was used to complete the procedure. There was no patient injury.